Manufacturer narrative:
(B)(4).

Event description:
Physician assistant placed endurance catheter under ultrasound guidance in the distal forearm, more than 10cm distal to the elbow. The needle was inserted with flash obtained and needle tip visualized in vein on ultrasound. Wire advanced without issue. When attempting to advance the catheter over wire, noted resistance and presumed infiltrated. Procedure was aborted and catheter device removed. Slight resistance was noted when removing catheter and after the catheter was removed there was swelling of the site. Upon inspection, the tip of the catheter was missing and presumed to be retained in the patient's arm. An ultrasound of the arm showed no foreign body, but later an x-ray was obtained and showed retained catheter in the skin. Egs was consulted to remove catheter.

Event description:
Physician assistant placed endurance catheter under ultrasound guidance in the distal forearm, more than 10cm distal to the elbow. The needle was inserted with flash obtained and needle tip visualized in vein on ultrasound. Wire advanced without issue. When attempting to advance the catheter over wire, noted resistance and presumed infiltrated. Procedure was aborted and catheter device removed. Slight resistance was noted when removing catheter and after the catheter was removed there was swelling of the site. Upon inspection, the tip of the catheter was missing and presumed to be retained in the patient's arm. An ultrasound of the arm showed no foreign body, but later an x-ray was obtained and showed retained catheter in the skin. Egs was consulted to remove catheter.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations. Precaution: avoid placement or securement in an area of flexion. Precaution: avoid kinking when securing catheter to patient." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.